Event description:
It was reported that the device may have reached its elective replacement indicator [eri] prematurely. It was also reported that the patient was non-compliant to follow-up and the device had reached eri some time ago. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion; meets expected longevity.